Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A facility representative reported the micrometer was not reading correctly. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received. There were no patient out comes reported as a result of this event.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During the onsite visit the field service engineer(fse) verified that the micrometer is reading correctly. All readings were in range. The reported problem could not be duplicated. The root cause could not be determined conclusively. (B)(4)